Manufacturer narrative:
Complaint no (B)(4). The device will not be returned.

Event description:
This event was found when conducting monthly maude database review. Info was provided via maude event report. It was reported that the procedure was being performed on a critically ill patient in the emergency dept. The physician placed the central line and arterial line to the right groin. They were unable to obtain accurate arterial line monitoring. Per the physician blood aspirated and did not appear to be arterial. The arterial line was to be discontinued. As the rn was pulling the line only a portion (approximately 1 inch) of catheter was removed. The catheter appeared to be sheared 1 inch above the hub. Bedside ultrasound and an x-ray showed remainder of the catheter was still in the patient. They were unsure of the exact location. Surgery dept was contacted for possible cut down and removal. Surgery evaluated the patient and determined not to proceed because of patient lab values and prognosis of patient. The patient was then transferred to the ICU with no further treatment to right groin. No product number, lot number, or hosp info were included in this report.